Event description:
Pt was revised due to loosening of the femoral component, poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear and device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.